Manufacturer narrative:
Conclusion: according to the information received, the device is not providing sufficient benefit to the recipient due to a post-operative active electrode migration further out of cochlea, as confirmed by diagnostic imaging. Additionally, it is reported that two electrodes were not inserted at initial implantation. Re-implantation is being considered, but for now audiologist works on optimizing the fitting. This is a final report.

Event description:
Hearing performance of the user is affected. The integrity test findings in (B)(6)2017 appeared normal and similar to those collected in (B)(6)2016. The recent x-ray showed that there are 4 or 5 channels extra-cochlear. The suggestion of clinical support is either to program around this or consider revision surgery. The audiologist works on optimizing the fitting.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance of the user is affected. The suggestion of clinical support is either to program around this or consider revision surgery.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received, the device was not providing sufficient benefit to the recipient due to a post-operative active electrode migration further out of cochlea, as confirmed by diagnostic imaging. Additionally, it is reported that two electrodes were not inserted at initial implantation. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The hearing performance of the user was affected. The x-ray showed that there were 4 or 5 channels extra-cochlear. The suggestion of clinical support was either to program around this or consider revision surgery. The audiologist worked on optimizing the fitting. The user has been explanted at a later point on (B)(6) 2023.